Event description:
It was reported the patient experienced an infection post implant. The patient was placed on antibiotics and the infection resolved. The patient reported an additional staph infection over the past 7-8 months that had not resolved with antibiotics treatment. The patient also reported symptoms of nausea, shortness of breath, hacking, and gagging when the device was turned on. The patient felt better when the stimulation was turned off. Additional information received from the hcp indicated, the patient expressed an issue with furuncles, and was being treated by a different hcp for the condition. No outcome was reported.

Manufacturer narrative:
.